Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? The information was not provided from the hospital. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? We got additional information as below; almost all deployed staples were unformed and a part of deployed staples were leg unformed. The thickness of the target tissue was regular.

Event description:
It was reported that during an open pneumectomy, the staples were not deployed at the 3rd firing on the lung parenchyma. Although staples were not formed, the target tissue was cut and bleeding occurred from the cut end. The patient¿s side was clamped and the bleeding was stopped. The amount of bleeding was unknown. Blood transfusion was not required. The cartridge was gold. There was no unexpected resistance while firing. Before the event, the same device could be fired on the blood vessel without problem. Another device loading a new cartridge was used to complete the case. There were no adverse consequences to the patient.